Manufacturer narrative:
Additional information: g3, g4 (510k), h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, the electronic device-use logs were available. Visual inspection noted three automatic registration attempts were performed during this procedure. A complete automatic registration analysis could not be performed as the planning files were not received for investigation. During the survey of all three registrations, the review registration screen was opened, and the green dots were updated according to the survey. Some of the green dots, that represent the collected samples, were off the 3d map. The review registration feature does not show the final registration. The samples on that screen will not align with the 3d tree until a valid registration was achieved. During the verification phase of the second registration, there was a discrepancy between the location of locatable guide (lg) on the computed tomography (CT) and its location in the bronchoscope view. While the lg location in the bronchoscope view was shown in an airway, on the CT it was shown not in an airway. This discrepancy may indicate a possible CT to body divergence. Three navigations were performed. A complete navigation analysis could not be performed as the planning files were not received for investigation. It was reported that the patient had to be hospitalized or had an extended hospital stay and there were issues completing registration. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon performed thorough initial registrations and the green dots were far off the 3d tree and not matching up each time. The yellow dot matched up on the main carina verification but indicated the yellow dot was off when verifying on a carina near the rul apical. The physician was able to complete the enb portion of the case. The patient had a pneumothorax and four chest x-rays had to be done. A chest tube was placed on the patient and the hospital stay was extended.